Manufacturer narrative:
The device was received with permanent black lines across the screen due to broken traces between the lcd controller and the lcd image area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported via phone call that the insulin pump had a partial blank display. The customer¿s blood glucose level was unknown at the time of the incident. The display screen is not readable. It is white with lines of color and insulin pump is not working at all. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.